Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified medications (drug names, doses, routes, frequencies and durations not reported) for the event. On an unknown date, the patient was discharged from the hospital and treatment remained ongoing. On an unreported date, the patient suffered a relapsing peritonitis event and was treated with intraperitoneal anti-inflammatory drugs (drug names, doses, routes, frequencies and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.